Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting did not occur for the high blood glucose. The customer was advised to replace set and to call back. The insulin pump will not be returned for analysis.